Event description:
Rptr had bilateral mastectomy because of fibrocystic disease in both breasts on 2/6/76. In 1976 she had silicone breast implants put in. She has had trouble with implants. It always felt like something heavy on chest, developed many health problems. Rptr has developed fibromyalgia, chronic inflammation of chest wall, arthritis, terribly extreme headaches, sweats, fatigue, bad odor of body, 17 yrs ago she hurt her breast and now is sick all over body. She thinks she is dying and having trouble getting treatment for connective tissue disease. Implants are still implanted because she has no insurance.